Manufacturer narrative:
Product analysis: the full lead was returned and analyzed and the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the during implant of the right ventricular (rv) lead, there was difficulty placing the lead due to difficult patient anatomy. As a result the lead underwent a significant amount of physical manipulation and when the lead was finally positioned in an ideal location, the helix would not extend. The lead was not used and the case was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.